Event description:
A sentrant sheath was used in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the right bifurcated internal iliac vessel was 8.8*6.6mm. The diameter of the left access vessel (common iliac) is 10.5-12.7mm. Diameter of the left bifurcated internal iliac vessel is 10.5*10.5mm. Minimum diameter of right external iliac vessel was 7.5mm. Minimum diameter of left external iliac vessel: 7.5mm it was reported that during the index procedure the intima artery was damaged by the introducer sheath. The physician repaired the damaged artery and the procedure was completed successfully. The physician noted that the sentrant sheath has a different feel, non-smooth in delivery as compared with other manufacturer¿s sheaths; therefore, the physician attributed the non-smooth feature as the cause of the event. No additional clinical sequelae were reported and the patient is doing fine. The review of several returned photos revealed that a blood vessel had been torn or perforated and a repair of the vessel was being performed. The stent graft was not visible in the photo's. The cause of the vessel tear could not be determined from the images.

Manufacturer narrative:
(B)(4).